Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure for the left ventricular lead there was a perforation of the coronary sinus. It was unclear how it happened, however the physician believed it was possibly due to the catheter sub-selector. The catheters were removed and the implant was not completed. Another procedure will be scheduled in the future. No further patient complications have been reported as a result of this event.